Event description:
It was reported that during the attempt to release a stent in the femoral/popliteal artery the delivery system broke and the deployment mechanism became unresponsive. During withdrawal of the system the popliteal artery was hurt and a bypass operation was necessary to treat the pt.

Manufacturer narrative:
The lot history has been provided and the device history records are being reviewed. The investigation is currently underway.